Event description:
It was reported that on (B)(6), 2020, the patient had a revision of a right total hip irrigation and debridement of the right femur and ilium for suspected osteomyelitis and infected right total hip. Operative findings confirmed the patient had a continued infection. They were implanted with two synthes screws with depuy stem and head. On (B)(6) 2020, the patient had removal of the right hip prosthesis and had irrigation and debridement of the femur for infection. A revision was performed due to severe metallosis reaction with nonviable innominate bone with status post osteomyelitis including fungal osteomyelitis. The screws were removed. This report is related to (B)(4). This report involves one unk - screws: trauma. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is an attorney. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.